Event description:
It was reported that there was a sudden increase in pacing threshold since (B)(6) 2010, as well as an increased impedance from 300ohms to around 4000ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; the proximal segment was returned for analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a sudden increase in pacing threshold since (B)(6) 2010, as well as an increased impedance from 300ohms to around 4000ohms. The patient is scheduled for lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information as received that reported that the atrial lead impedance was greater than 6000 ohms. The lead had been previously repaired but "broke" again in the same location. The lead was repaired and remains in use. No patient complications have been reported as a result of this event. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; the proximal segment was returned for analysis.